Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance spikes to greater than 2000 ohms. Boston scientific technical services discussed possible causes, and recommended further testing to rule out other factors as the device has just been changed out less than six months ago (leads were implanted in 2012). Additional information was received that intermittent high out of range impedances were contributing to respiratory rate trend (rrt) sensor noise that was over sensed causing inappropriate mode atrial tachy response (atr) episodes. Technical services recommended to turn rrt feature off. Additionally, over the last year multiple out of range high impedances were found an this atrial (ra) lead and the rv lead. A spring contact is suspected since it is persisting. There was no oversensing observed, while sensing and thresholds were stable. The system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)